Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during removal, the device became stuck in the pt's artery. The physician removed the device using the safety release button. Hemostasis was achieved using manual compression. Once the device was removed, it was found that the tip of the delivery tube was bent. There were no report adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.